Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device after an interventional procedure. It was reported the closer device was inserted in the common femoral artery without resistance at a 45-50 degree angle. Good pulsatile marking was achieved. The foot was deployed "without resistance". The needle deployment was performed with an additional ten second hold on the plunger while maintaining the angle of the device at 45 degrees. Upon removal of the plunger, a bilateral cuff miss was noted. The foot was then parked. Upon removal of the device it was reported, "the physician felt a strong resistance and thought the device was stuck in the pt's artery". The physician attempted device removal for a second time. It was reported resistance was met again but the device was able to be removed. It was reported hemostasis was achieved successfully with a second device. There was no report of adverse pt sequelae.